Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: during investigation, the pump history was reviewed and showed the last basal delivery was on (B)(6) 2014 and the last bolus was a 0.40u bolus on (B)(6) 2014. The basal and boluses calculated appropriately to total the total daily dose. No alarms related to the complaint were noted in the alarm history; only typical usage observed. The pump successfully passed a delivery accuracy test with no alarms occurring during testing. The pump was found to be operating within required specifications and delivering accurately. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. The history settings issue was duplicated during investigation. There was no defect found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the bolus amounts shown in the pump were incorrect. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.